Event description:
This report is being filed after the subsequent review of the following journal abstract: franco, d., moon, c., paiement, g., and solberg, b. (2009). Surgical treatment of three and four-part proximal humeral fractures. J bone joint surg am., 91, 1689-97. The authors retrospectively compared the outcomes of 122 patients who were treated between 2002 and 2005 with fixed angle locked plates versus hemiarthroplasty. The fixed angle locked plates group included locked proximal humeral plates manufactured by synthes (lphp) and two competitors. The authors did not identify which manufacturer devices were implanted in the study patients. A total of 38 patients were treated with a locked plate construct compared with 48 patients with hemiarthroplasty. Average follow-up was 36 months. Complications included: osteonecrosis (six); loss of fixation (four with subsequent conversion to hemiarthroplasty) and wound infection (three). The authors concluded that despite an overall higher complication rates, the locked plate resulted in better outcomes than did hemiarthroplasty in similar patients. Patients were implanted with the synthes lphp and the devices of two other manufacturers. There is not enough information to determine which device of the manufacturers was associated with each patient; therefore, this medwatch is being submitted for the event. This is report 1 of 1 for complaint (B)(4). This report is for an unknown locked proximal humeral plate.

Manufacturer narrative:
This report is for an unknown locking proximal humeral plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).